Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings: during testing, the display had a persistent horizontal line through the lettering near the top of the display screen. The display screen text was also found to be dim, faded, and discolored. The pump case was removed and no visible damage was found to the display screen. A test display was inserted and was found to function properly with no horizontal lines through the display screen. A defective display flex was observed on the returned display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.